Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). The 15mm x 5.0mm nc quantum apex balloon catheter was advanced to post-dilate a non-bsc stent. During the first inflation, nc quantum apex balloon ruptured at 12atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).